Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient did not require hospitalization but was treated with cefazolin (1.5grams/2.5 liters of dianeal) and ceftazidime (1.5grams/2.5 liters of dianeal). The patient later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.